Manufacturer narrative:
Pt's knee range of motion was reported to be tight post-operatively. Knee was manipulated under anesthesia and is still tight. Surgery is planning to exchange the poly inserts. Review of the device history record indicates that the device was manufactured to specifications.

Event description:
Pt's knee range of motion was reported to be tight post-operatively. Knee was manipulated under anesthesia and is still tight. Surgery is planning to exchange the poly inserts.